Event description:
It was observed that during the device evaluation, the light guide rod lens of the duodenovideoscope had foreign material and the distal end had a defective thread. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was foreign material on the light guide rod lens and a defective thread at the distal end. However, the identity of the foreign material and a definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.